Event description:
Event description cpi received information that due to oversensing, several inappropriate shocks, and a x-ray showing the device has turned 180 degrees, the physician elected to capp the rate sensing portion of the endotak dsp lead. At this procedure the physician noted lead abrasion on the insulation. A bipolar steroid eluting lead was implanted.